Event description:
The majority of patients underwent an outpatient procedure (75.8%, 25/33) and with monitored anesthesia care (78.8%, 26/33). Two of the 33 patients had multiple sites sampled with information available on 34 lesions currently. Among one of these 2 patients a new acucore needle was used to sample the second lesion. For the other patient, the same needle was used with the reason given as the principal investigator (pi) indicating no need for needle change. Total endoscope use time was on average 28.1 minutes (range, 12-66 minutes). A little more than half the patients (51.5%, 17/33) had additional procedures performed during the index biopsy procedure. Eight patients underwent esophagogastroduodenoscopy (egd), 7 patients underwent endoscopic retrograde cholangiopancreatography (ercp), 1 patient had a gastric biopsy, and 1 patient was indicated to have a celiac hemolysis (most likely celiac plexus neurolysis; clinical site being queried to confirm). Among the 34 lesions with available information, 25 lesions were indicated as extramural lesions (24 lesions as pancreatic masses and 1 lesions as porta hepatis), 5 lesions were lymph nodes (4 porta hepatis and 1 perigastric), 2 lesions were submucosal lesions (both in the stomach) and 1 lesion each were intraperitoneal masses (liver) or other (peri-rectal mass). All 34 lesions were previously confirmed or suspected malignancies. The average lesion length was 5.8 cm (n=32) and lesion width was 5.3 cm (n=31). Six lesions among 6 patients were in a location difficult to access. Slow pull sampling technique was the most commonly used (82.4%, 28/34 lesions) followed by standard suction (17.6%, 6/34 lesions) and wet suction (14.7%, 5/34). Only 2 of the 34 lesions (5.9%) required 5 or more needle passes. Two patients had known contraindications for eus-fnb procedure (one patient with cardiac instability, one patient with cardiac and respiratory instability and inr > 1.5 or platelets < 100000). This file has been opened for 2 x off label use.

Manufacturer narrative:
PMA/510(k) # k230909. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.